Event description:
It was reported that one day post xact stent implantation in the right internal / common carotid artery, the patient experienced left sided weakness, lethargy and mild aphasia, which was diagnosed as hyperperfusion syndrome. No treatment was provided. On (B)(6) 2011, symptoms were resolving and by (B)(6) 2011, the patient was back to baseline. On (B)(6) 11, the patient became unresponsive, pulseless, bradycardic and apneic. Cardiopulmonary resuscitation was started. The patient was intubated and vasopressors were given. CT scan was positive for an intracranial bleed. The family signed a do not resuscitate order. On (B)(6) 2011, the patient became profoundly hypotensive with asystole and expired. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident (stroke) is listed in the xact instructions for use as a known potential adverse effect.

Event description:
Subsequent to the initial medwatch report, the following information was received: per the adjudication committee, the patient experienced a minor ipsilateral ischemic stroke on (B)(6) 2011 and on (B)(6) 2011, experienced a major ipsilateral hemorrhagic stroke leading to death. There was no additional information available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction, weakness, bradycardia, hemorrhage, respiratory arrest, hypotension and death are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the patient was intubated and vasopressors were given.